Event description:
It was reported by the patients attorney that as a result of having the product implanted, the patient has experienced pain, disability and impairment.

Manufacturer narrative:
1858, 1750, 1930 = "nl".

Event description:
Complaint #403156. Per additional information received, the patient has experienced back pain when she would sit down. Pain in her upper thighs, and fever 99-100 (postoperative 3 % weeks), "a little" thinning on the anterior vaginal mucosa with possible graft erosion, left buttock pain and possible late onset graft infection (postoperative 3 % weeks), nausea related to unasyn, severe rectal pain), rectal bleeding), pain and difficulty having a bowel movement, severe pelvic and vaginal pain, chronic bladder infections, frequent vaginal infections, vaginal bleeding and discharge, inability to sleep at night due to unrelenting pain, suffered psychologically and emotionally, depressed and emotionally drained at times, excruciating pain during intercourse, inability to have intercourse has impacted marriage, sharp pains throughout entire pelvic region, and anxiety-panic attack.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.